Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Expiration date unknown / not provided.

Event description:
It was reported that the implant at tooth #26 was removed due to pain . Bone graft has been made. No other implant has been placed. Bone graft performed and membrane placed.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date . G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One implant was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. Damage identified from the removal process. Measurements match drawing. Cal3845 (due:(B)(6) 2022. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was bruxism, low bone density (type IV) the reported device was located on tooth # 26 (fdi) and was used for approximately 1 year 11 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01. Information identified: contraindications, warnings, precautions, and potential adverse events. Per the applicable IFU, improper techniques can cause device failure and persistent pain is listed as potential adverse event. DHR review: DHR review was completed for the subject lot number (2018060511). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: sterilization record (op# 0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (2018060511) for similar events (complaint category keywords: fracture: medical: pain) and no other complaint was identified. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical pain) or product (bopt5410). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did not occur and the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable.

Event description:
No further event information is available at the time of this report.